Event description:
White tip of catheter appeared frayed, seemingly as it came apart. Did not produce a steady flow of saline, even when flushed.what was the original intended procedure?bilateral renal stent placement.device #1is this a laboratory device or laboratory test?no.